Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that the insulin gauge was inaccurate. The customer was instructed to load a new cartridge to resolve the issues. The customer's blood glucose level was 172 mg/dl.